Event description:
Boston scientific received information that during a routine device replacement upon removal of the device from the pocket, this implantable defibrillation lead was observed to have insulation damage and an exposed pace/sense conductor. A portion of the lead was cut and removed and the remaining portion was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The proximal segment of the lead was returned, severed 16 centimeters (cm) from the is-1 pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal connectors. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the reported clinical observations based on analysis of the returned portion of the lead.